Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; PMA/510(k)- k130280. The actual device was received for evaluation. Visual inspection of the actual sample revealed no break or no other anomaly that could lead to a failure in maintaining negative pressure in the appearance including in the positive pressure relief valve. The cap was found not having been loosened. Though blood clot was found adhered to a part of the cr filter, it was not big enough to hinder the outflow of sucked blood to the cr filter. The actual sample was disassembled. Visual inspection of the tubes linked to the venous line did not find any obstruction or any other anomaly that could lead to decreasing flow rate. No break or no other visible anomaly was noted in the joint between the venous port and the tubes. Physiological saline solution was flown from the venous port at a flow rate of 0.5-8.0l/min. As a result, no air entrainment was observed. The venous filter and the defoamer set inside the venous filter were visually inspected after having been immersed in physiological solution. Formation of blood clot was found on a part of the venous filter; however, it is likely that the clot did not hinder the outflow of venous blood, because it was located in the upper part of the venous filter. No visible blood clot was observed in the defoamer. Visual inspection of the cr filter and the defoamer set inside the cr filter, after having been immersed in physiological solution, found there was not any formation of blood clot that could hinder the outflow of sucked blood in neither component. The venous filter and the defoamer of the venous filter after fixed with glutaraldehyde solution were inspected with sem and found to have no adhesion of blood clot that could hinder the outflow of venous blood. No abnormalities were found in the diameter of the filter mesh. The cr filter and the defoamer of the cr filter after fixed with glutaraldehyde solution were inspected with sem and found to have no adhesion of blood clot that could hinder the outflow of sucked blood. Adhesion of blood cell components such as rbc and deformed rbc (formation of echinocytes) and formation of fibrin net were observed partially. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: if blood entering the cardiotomy reservoir filter inlet appears to spill over versus entering the filter this may indicate that the filter is clogged. Discontinue using the cardiotomy reservoir filter. Replace the reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the procedure. During ecc, ce felt a slight delay in the speed of blood accumulating in the reservoir. There was no change of the oxygenator. There was no blood loss. The patient was not harmed. The procedure outcome was not reported.